Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient's ins's were removed on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the rep spoke with the patient and nursing home staff regarding the device. They saw a call your doctor screen with an elective replacement indicator (eri) flashing and saw the ins was off. The rep tried to walk the patient through the programmer to review the meaning of power on reset (por) and get the ins turned back on. The rep was unsure how the ins got turned off. There was no allegation/dissatisfaction with longevity. It was noted the patient was not feeling good, but the rep explained the likely cause was the ins being off. No trauma, falls, or emi were reported. The rep believed therapy was turned back on but did not have confirmation. No further complications were reported or anticipated with this event.